Manufacturer narrative:
Concomitant medical products: product ID: 3998 lead, implanted: (B)(6) 2007; product ID: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing was noted on the right atrial (ra) lead on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.